Event description:
A call placed to technical services on 07/12/2016 reported that this lv lead was implanted on (B)(6) 2010. It was reported that lv lead had diaphragmatic stimulation. Lead was attempted to be repositioned in the past without success. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).